Manufacturer narrative:
The date provided in section with the initial report was incorrect. The correct date is (B)(4) 2019.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and device test failed noted. The motor was tested outside of the device and passed. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm. The customer performed displacement test and was failed. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.